Event description:
The facility initially reported the resident was just off the bed when he tilted to the right, slipping out the right side of the sling. It was later reported the right shoulder trap slipped off the left during transfer. No injuries were noted.

Manufacturer narrative:
The report from the facility indicated a thy-m sling was used, but a tha-m sling was returned to manufacturing for eval. The returned sling was in poor condition. It was over its recommended life and showed enough evidence to require it to be taken out of use as directed in the sling application guide. The tha-m sling was the appropriate size for the resident. It was noted, however, in the report that the resident's upper and lower body strength was poor. For the 60strap sling, the sling operating and product care instructions (opi) state, "additional straps at the hips: prevents low-tone residents from leaning to the side." The manufacturer concludes the better sling to use with the resident is the tha6-m, as the resident has poor upper and lower body strength. The tha-m can be used, but it must be confirmed that the resident will not fall to each side, as mentioned in the slings opi. The MFR recommends the facility create or change the service program for slings. It is also recommended staff be made aware of the need to check the condition of a sling before use and of the appropriate slings to be use on a different residents.